Event description:
It was reported that patient experienced pain at the lead site. Patient was hospitalized, treated with antibiotics and the wound site drained to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced pain at the lead site was reported to abbott. The patient was hospitalized, treated with antibiotics and the wound site drained to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead site(s). Based on the documents reviewed, the source of the infection remains unknown.